Event description:
Pre-assessment measurements of graft length was obtained from ms imaging. Before placig the contralateral iliac leg graft into the limb of the main body, length measurement was verified by angiogram. Still, when the contralateral leg delivery system was advanced, the leg graft was determined to be too long to maintain hypogastric patency and was deployed with a two stent body overlap. An iliac leg extension was deployed in the ipsilateral limb of the main body graft to support and balance the positioning of the contralateral leg above the bifurcation. Final angiogram shows the contralateral iliac leg graft had not landed in the common iliac artery and a distal type I endoleak was observed. Contralateral iliac leg graft was re-ballooned, but endoleak was still persistent. An iliac leg extension was deployed distal to the leg graft, observing the hyopgastric artery originating twenty-three millimeters fromt he bifurcation. Iliac leg extension was noted to seal off the aneurysm and endoleak was resolved. Contralateral iliac artery remained patent. Completion angiogram noted good flow through the graft and patent renal and hypogastric arteris.